Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that she had not eaten before going to an appointment. Customer also takes trulicity. She thought the appointment would be a short one but it ended up being longer. She had a low blood glucose on (B)(6) 2024. Paramedics were called and she was taken to the emergency room at 11am. She had lost consciousness. There was no mention of glucose/carbohydrate treatment or insulin drip. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Per carelink, smartguard was used leading up to the low. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 31 mg/dl. The customer reported , hypoglycemia, syncope/fainting, hypoglycemia treated with glucose/carb intake, ems(emergency medical services)/ambulance/ER (emergency room) visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-243a, mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was performed, and it was unknown whether customer used the pump within 48 hours of reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.